Event description:
During prep of the neuroform atlas stent - it was noted during the stent was not on the catheter. The catheter was removed and replaced with another atlas stent and implanted without issue. There was no harm to the patient. Manufacturer response for stent, neuroform atlas (per site reporter). Per report, manufacturer notified. Response unknown.